Manufacturer narrative:
One sample of a safetyglide needle were received by bd. A quality engineer was able to review the sample from lot #1316211 regarding material #305901. It came in an opened packaging blister. Visual inspection was performed. The safety mechanism has not been activated. The needle hub is damaged at the bottom. No other defect or imperfection was observed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the needle hub got damaged during the assembly process and not detected in the next process. The sample will be shown to the associates for awareness. A device history record review was completed for provided lot number 1316211 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material#: 305901 batch#: 1316211 it was reported by customer that bd safetyglide needle cracked at hub when tightening needle onto syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip # (B)(4) device available for investigation: yes please see the below device problem report. Alberta health services (ahs) requests a physical investigation and investigation results report that includes confirmed or potential root and contributing causes, a production lot review (when lot number provided) and a summary report of complaints, problems and incidents (including level of harm) associated with this device, to be provided within ninety (90) days. Next steps ¿ your actions ¿ please reference the ahs mdip number (indicated above) in all communication associated with this mdip, and copy me in all communication. ¿ provide your file/reference number for this mdip report. ¿ please send shipping instructions to the person holding device (name below) within 2 business days of receiving this email (and copy both me and ahsmdiiregulatory@ahs.ca). ¿ please send me the final report, and copy the primary clinical contact and manager (names below), as well as (B)(6). ¿ provide replacement or credit details as appropriate, and advise once credit or replacement has been completed. ¿ should you require additional information that has not already been provided, in order to help the investigation and/or improve the device or its manufacturing, please send me those specific questions. Should additional important information about this device or problem become available, this information will be shared with you. Should you have any questions, please contact me. Sincerely, (B)(6) rn, bscn __________________ ahs mdip report incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2024-02-14 type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): incident details: bd safetyglide needle cracked at hub when tightening needle onto syringe. Who was affected? Patient unexpected or prolonged care? No frequency of problem: first time procedure: vaccination - minimally invasive device information device name/description: needle hypodermic safety 25ga x 5/8 in manufacturer: (B)(4) manufacturer code/model: 305901 serial or lot number: 1316211 expiry date: 2026-10-31 supplier: medline canada corporation supplier catalogue number: 308-305901 is device retained: yes number of devices: one device handling hazards (when blank = hazards not specified): sharp wipe, contained, labeled? Clean/not used investigation request expected type of investigation: actual device, lot number shipping instructions request date (yyyy-mm-dd): 2024/03/05 e-mail address for person holding device: (B)(6). Clinical contact information primary clinical contact (cc on final report): (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok needle hub was cracked/damaged. The following information was provided by the initial reporter: "bd safetyglide needle cracked at hub when tightening needle onto syringe." Ahs mdip # (B)(4). Device available for investigation: yes. Please see the below device problem report. Alberta health services (ahs) requests a physical investigation and investigation results report that includes confirmed or potential root and contributing causes, a production lot review (when lot number provided) and a summary report of complaints, problems and incidents (including level of harm) associated with this device, to be provided within ninety (90) days. Next steps ¿ your actions. ¿ please reference the ahs mdip number (indicated above) in all communication associated with this mdip, and copy me in all communication. ¿ provide your file/reference number for this mdip report. ¿ please send shipping instructions to the person holding device (name below) within 2 business days of receiving this email (and copy both me and (B)(6)). ¿ please send me the final report, and copy the primary clinical contact and manager (names below), as well as (B)(6). ¿ provide replacement or credit details as appropriate, and advise once credit or replacement has been completed. ¿ should you require additional information that has not already been provided, in order to help the investigation and/or improve the device or its manufacturing, please send me those specific questions. Should additional important information about this device or problem become available, this information will be shared with you. Should you have any questions, please contact me. Sincerely, (B)(6). __________________ ahs mdip report: incident or problem information. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): incident details: bd safetyglide needle cracked at hub when tightening needle onto syringe. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time. Procedure: vaccination - minimally invasive. Device information: device name/description: needle hypodermic safety 25ga x 5/8 in manufacturer: becton dickinson canada inc manufacturer code/model: 305901 serial or lot number: (B)(6) expiry date: (B)(6) 2026 supplier: (B)(4). Supplier catalogue number: (B)(4). Is device retained: yes number of devices: one. Device handling hazards (when blank = hazards not specified): sharp. Wipe, contained, labeled? Clean/not used. Investigation request: expected type of investigation: actual device, lot number shipping instructions request date (yyyy-mm-dd): (B)(6) 2024 e-mail address for person holding device: (B)(6). Clinical contact information: primary clinical contact (cc on final report): (B)(6).